Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used for polyps in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to remove a polyp, however the snare would not cut well. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.